Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Additionally, the insulin gauge was inaccurate. Reportedly, customer went to the hospital to treat a elevated blood glucose level of 450 mg/dl. Nurses provided customer with lantus and saline to address bg. Further details of hospital visit were not provided; multiple contact attempts were made by tandem technical support to obtain additional information regarding the hospital visit; however, no response was received from the customer. Reportedly, the customer reverted to an alternate method of insulin therapy.